Event description:
It was reported that philips that the top corner of the device's screen has a red cross due to a problem with the battery. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by authorized service provider and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating the battery fault. There was reportedly no patient involvement. The device was not repaired by philips and no additional information was provided regarding the status of the device. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.